Event description:
Following a breast augmentation in 2014 using mentor smooth round classic profile style 7000 (cat/ref # 350-7320mc, lot # right breast (B)(4), left breast (B)(4)) I experienced a number of unexplained, incurable ailments and illness which I believe to be linked to my breast implants. Those ailments include: joint pain and swelling muscle pain, muscle spasms, inflammation, skin rash, hair loss, blurred vision, light sensitivity, ibs, reflux, diarrhea, food intolerance, restless leg, peripheral neuropathy, limb numbness and tingling, insomnia, anxiety, panic attacks, depression, suicidal thoughts, memory loss, brain fog, slurred speech, difficulty swallowing, sinus congestion, dry skin, dry eyes, dull and bloodshot eyes, temperature, ringing in ears, ocular headaches, heart palpitations, night sweats, chest pains, change in the body odor, yeast infections, shortness of breath, fatigue, premature aging, tooth sensitivity and degradation. FDA safety report ID# (B)(4).